Event description:
Eptfe graft implanted in forearm for av access in 1999. Returned to operating room for thrombectomy and endarterectomy due to intimal hyperplasia of outflow tract in 1999. Polyester patch placed on the eptfe graft for closure. The graft clotted several days post operatively. Patient returned to operating room for exploration, the surgeon noted that a suture had pulled through the graft wall and the hemashield polyester patch.